Event description:
The pt was implanted with an itrel implantable pulse generatior and lead system for failed back surgery syndrome in 1998. The pt's attorney contacted the MFR in 2000 and stated "this firm represents the pt for damages sustained as a result of an express warranty and unconscionable practices in the sale of a medtronic itrel 3 system quadripolar implantable pulse generator and pt programmer. ...my client is entitled to...for pain and suffering where physician injury has occurred.